Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: the root cause for this report could not be established from the information available. The procedure was successfully completed with no adverse patient effects reported. Potential factors that can influence a low implant include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The reported moderate to severe paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy. Implant technique is often dependent on patient anatomy. (B)(4). Location : hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the first corevalve was deployed at 12mm in depth. The patient had moderate to severe paravalvular leak (pvl) so a second valve was implanted valve in valve at 6mm deep with resultant mild pvl. No adverse patient effects have been reported.